Event description:
Customer reported hospitalization due diabetes ketoacidosis enzymes and high blood glucose levels of 497 mg/dl. Customer believes that the cause of the high blood glucose levels is due to being sent 6mm set instead of the 9mm that she uses. Customer believes that nothing is wrong with the set, she just thinks it's too shallow for her body. Customer also mentioned a no delivery alarm. Customer was treated with three bags of fluids and blood glucose levels were brought down to 230 mg/dl at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's current blood glucose reading is 194 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.